Event description:
It was reported that the bowel grasper instrument outer lining was noted to be peeling after a da vinci whipple procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the distal end of the main tube had various scratch marks with one spot exhibiting light material removal and a rough surface finish. The missing piece measured about 0.115 x 0.122. The scratches were short in length and not axially aligned with the tube. Failure analysis also observed that the main tube was bent. Visual inspection showed there was a bent area towards the tip area. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, could likely cause or contribute to an adverse event if the failure mode were to recur.